Event description:
Pt had initial surgery w/ life spine neo, components listed below & in the included inspection report dated 08/23/2006. After initial surgery, pt was forcefully impacted with a soccer ball at the surgical site. The force of the impact caused the caudal screws to fracture. A second surgery was performed.

Manufacturer narrative:
See included inspection report (08/23/06) for mode of failure details. Our analysis indicates that a combination of hiatrogenic error and the impact of the soccer ball to the surgical site caused the fracture of the caudal screws. Add'l model number: 101-014(2). Add'l catalog # 101-014. Add'l lot # mx13271.